Event description:
The customer reported the system produced a keyboard error during a case. System had ot be re-booted to clear error and complete case. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. The rep replaced the asm,pcb,cont pnl on the workstation. System now operates as intended.